Manufacturer narrative:
The reported device issue was captured as instances of drug inefficacy. Smiths medical received 10 unused kits; however, per request, the product samples were destroyed and smiths medical's quality team was not able to perform an investigation. The anesthetic is a supplied item and the complaint was forwarded to the supplier. Per our supplier's report, batch record review revealed no discrepancies that may have contributed to a complaint of this nature. Results of analytical testing performed on manufacturing retain drug samples met specifications. A review of the kit's device history records, relevant to smiths lot, revealed no deviations or abnormalities related to the reported issue. Based on the information provided, the reported complaints were not confirmed.

Event description:
It was reported that either the bupivacaine or lidocaine contained in the portex® spinal anesthesia tray failed to deliver the appropriate numbness following spinal administration to the patient. Information concerning which of the aforementioned drugs contributed to the incident could not be determined. The patient underwent general anesthesia as a result of the incident. No patient death or serious injury was reported in connection with the incident.